Event description:
It was reported that the procedure was aborted without implant due to a fractured spinous process. The spinous process was not fractured in previous x-rays but was likely fractured in the x-rays taken once surgery began. The patient received a spine referral.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 102-9800; lot # 203891; description: superion ids kit.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 102-9800, lot # 203891, description: superion ids kit.

Event description:
It was reported that the procedure was aborted without implant due to a fractured spinous process. The spinous process was not fractured in previous x-rays but was likely fractured in the x-rays taken once surgery began. The patient received a spine referral.